Event description:
Patient reported scuffs on body and damage to corners of pump. There was no adverse impact to the customer's blood glucose level. Patient declined follow-up from customer technical support, and no additional information was obtained.